Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient advised the cca that the alleged issue began approximately 3 weeks ago in the morning. She manages her diabetes with oral medications (unknown type) along with diet and exercise. Approximately two days after the issue began, the patient claimed she began to develop symptoms of "shaking." Approximately 1-2 weeks later, she contacted her doctor by phone and he advised her to eat/drink something. No other device was used to check her blood glucose. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the age of the battery and meter usage, the battery did not yet need to be replaced. The patient did not have the correct test strips available to troubleshoot the issue and therefore the issue remained unresolved. The meter did not power on when pressing the power button. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.